Event description:
During a scheduled interventional procedure, the physician attempted to place a biodivysio sv 2.5 x 15mm stent in the obtuse marginal artery, which was reported to be 80% stenosed. The vessel was not pre-dilated. It was reported that the stent delivery system was prepped before insertion, during which no problems were noted and the endoflator held pressure. The stent delivery system was positioned at the leison. When the physician attempted to deploy the stent, the balloon would not inflate and the inflation device would not hold pressure. Contrast was noted to be leaking from an area of the stent delivery system, just distal to the y-connector outside of the patient's body. The stent delivery system and 300cm hi-torque floppy guidewire were removed by pulling them back through the guide catheter. Following removal, the staff visually inspected the stent delivery system and observed a hole where the y-connector meets the white collar of the catheter. Another biodivysio 2.5 x 15mm stent was successfully placed. The patient was stable throughout the procedure and there was no report of an adverse patient event.